Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented with hematuria and elevated lactate dehydrogenase. The pt received a pump exchange and a questionable clot was seen near the inflow.

Manufacturer narrative:
A correlation between the device and the reported hematuria, ldh elevation, and pump clot could not be determined. (B)(4) could not be located and could not be evaluated. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. This follow-up medwatch report was previously submitted to FDA on (B)(6) 2014 (3rd ack received) with MFR report # 0002916596-2014-00495 within the required 30 day timeframe. This occurred shortly after implementing emdr reporting. Through communications with (B)(4), it was discovered that medwatch submissions should not contain leading zeroes before the manufacturer registration number. On (B)(6) 2015, notification was received via cdrh emdr to resubmit corrected follow-up reports with no zeroes in the MFR#.